Manufacturer narrative:
The hill-rom technician found the hot spade was broken off and the ground and neutral spades were bent. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Examine the power cords and plugs for cuts, nicks, breaks, frays and for correct grounding. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the power cord to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the beds power cord was melted and charred. The bed was located on the second floor at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).